Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - telephone number: (B)(6). Section h3: the system was not evaluated; therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - clinical code: 4581: thin flap. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that during a surgery involving the laser on the right eye of a patient, the surgeon programmed a depth of 110 microns. The surgery proceeded well until the surgeon lifted the flap, which was found to be in two parts, indicating that the flap was thinner than expected. As a result, the patient was injured. No further detail was provided.